Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant placed too anteriorly. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7065-100, lot# 99xr1, mfd. 19 jan 2013, expires 2018-01, (B)(4); 2nd (middle): ifuse implant, p/n 7045-100, lot# 493437, mfd. 02 jul 2015, expires 2020-07, (B)(4); 3rd (inferior): ifuse implant, p/n 7040-100, lot# 493436, mfd. 30 jul 2015, expires 2020-07, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient later presented to a new surgeon with complaints of continuing right side si joint pain. The surgeon determined that the most caudal implant was placed too anteriorly and decided to remove it. The implant was not breaching the neuroforamen. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the caudal implant. The patient's pain complaints persist following the revision procedure.